Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Report provided by the end user states that they have experienced red areas with open skin all around wafer. The end users subsequent outcome was not reported.